Event description:
Reporter unable to see the lot or catalog number on the test strip vial used for use with the blood glucose monitoring device. Reporter stated the expiration date on the vial is 03-31-03. A request was made for the return of the suspect product and replacement was sent.